Event description:
Caller purchased a soft bristles cartoon character toothbrush for her (B)(6) daughter at (B)(6), 2011 while out shopping to replace another just like it. There had been an incident of some bristles coming out with the first toothbrush but mother chalked it up to being a fluke because it was just a few bristles and daughter didn't' choke. She brought it home for her daughter, began using it sometime around (B)(6), however when she brushed her teeth with it (B)(6), 2011 the bristles came out in her mouth, the back of her mouth and possibly her throat. When the mother asked where they were she reached for her throat but the mother said daughter was not coughing. Mother believes that they were able to remove all bristles but is afraid that another child may choke during a repeat of the same incident. She would like for this toothbrush to become recalled to avoid a severe choking incident. The product was not damaged or modified before incident.